Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of aortic valve stenosis, nyha functional class ii heart failure, diabetes mellitus (diet-controlled), dyslipidemia, hypertension, smoking, coronary artery disease, cirrhosis, and severe chronic obstructive pulmonary disease underwent an initial implant procedure with the evolut pro+ 34 valve. No acute complications or electrocardiogram abnormalities were detected during the procedure. During hospitalization, complete heart block (chb) was identified on standard electrocardiography, and a pacemaker was implanted, with the patient noted to be pacemaker dependent. The patient was discharged home with no late complications.